Event description:
It was reported that a vector breakdown test was performed on this right ventricular (rv) lead and high out of range shock impedance measurements were noted. Technical services discussed continuing to monitor since there is no oversensing noted on the lead system and there are no abrupt spikes in impedances. At this time, they will continue to monitor and the lead remains in service. No adverse patient effects were reported.